Event description:
Customer reported that she was not able to use the up arrow button on the insulin pump. She did not recall if there was any moisture damage to the insulin pump. The blood glucose reading was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.